Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were into emergency room due to high blood glucose. The blood glucose level was over above 500 mg/dl. Then they treated with insulin pump. Troubleshooting was performed. The customer was in the emergency room as a result of high blood glucose. Customer was not wearing the pump at time of hospitalization. The product will be return for analysis. Frn-unk-rsvr, ozo-unk-snsr, unomed inf set.